Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they have been trying to bring down a1c for the last year by controlling blood glucose levels. They needed information on sensitivity factor. They correct high blood glucose with the insulin pump and if the glucose does not come down, it is corrected with a shot. His blood glucose has gone up to 500. He corrects the lows with juice or candy. Sensitivity factor was explained. Customer declined to trouble shoot for the high or low blood glucose. The insulin pump will not be returned for analysis.